Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. 49 months post stent graft implantation a request for a talent aortic cuff was requested. Vessel tortuosity was slight with minimal calcification. The aortic neck is conical which; the proximal portion is 26.5 mm to distal portion 47 mm. It was reported that the CT demonstrated that the stent graft had migrated, however there was no evidence of endoleak. Due ot the co-morbidities the pt is not a candidate for open surgical repair. The physician implanted a talent cuff stent graft however; there was an endoleak between a talent aortic cuff and the aneurx stent graft. The physician elected to implant a second talent stent graft between the grafts with excellent results. No additional clinical sequelae were reported.